Event description:
Hypoglycaemia[hypoglycaemia] case description: analysis result: product 1: novopen 300, lot no.: nsc0774, the dose accuracy was measured by weighting. The penfill cartridge returned with the delivery device was used. The result was within acceptable limits. During testing of the device it has not been possible to detected any irregularities. The dose accuracy is normal. Nothing abnormal was found during testing of the rec'd complaint saple. Product 2: penfill r chu 300 lot no.: pt60537, the returned product was examined visually. Furthermore, the parameters identify and assay were examined. The product was found to be normal. The results were found to comply with specifications. The product was found to be normal. Since last submission of the case, the following information has been added: - analysis result, - onset date (month) of diabetes. Question rec'd from FDA in 10/12/2005: q: all info, including any evaluation or analysis, from which your firm determined that the reported event has occurred, or is occurring with leser or greater frequency or severity than is stated in the labeling for the device or, if there is not any pertient statement in the labeling, than is usual for the device. State the expected and observed frequency and severity of the occurrence for this reported incident with this device. A: based on the review of historical data from the past 24 months, the frequency and severity of the occurrence of "hypoglycaemia" and "blood glucose decreased" reported with the use of the novopen 3 is 0.46%, which is similar to the expected occurrence for the novopen.

Event description:
Reportedly, the pt has often experienced hypoglycaemia during the last two weeks of august 2005 (dates not specified) even though pt received regular dosages of insulin. In 2005 the pt experienced the event. The pt's family member has checked the residual quantity of the penfill cartridge, and found that almost three times the dose of insulin had been injected. Furthermore the pt had difficulties in depressing the push button the novopen in question was relaced by a new one and pt recovered. The reporting physician assessed causality between the event and penfill r chu as unlikely. Comment: reporter's comment: it is unlikely that the pt overdosed by error. When performing air shots, it seems as if the pen delivers too much insulin. The pt began to experience hypoglycaemias around 30mg/dl even though pt received regular dosages of insulin. It was resolved with food.